Manufacturer narrative:
Concomitant medical products: catalog #00771101020, zimmer m/l taper stem, lot #60529449 manufactured by zimmer inc. (B)(4). The information in this report is a compilation of information reported through the following report #'s which appear to have errors in the system. This new report has been created in order to report all known information in one place. 2648920-2016-00065; 2648920-2016-03182. This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing metallosis, elevated cobalt and chromium levels. An MRI also revealed signs of inflammation.

Manufacturer narrative:
Complaint was confirmed through review of medical records. There are warnings in the package insert about these types of events and associated risks are addressed in risk documentation. No devices were returned for analysis; therefore, a product evaluation could not be conducted. Dhrs were reviewed and no discrepancies were found. Review of the complaint histories determined that no further action is required as no were trends identified. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information received through review of clinic notes indicated patient became symptomatic 7 years post-implantation, had a pseudotumor involving his anterior hip capsule, experienced elevated metal ion levels and tinnitus. A revision was planned, but has not been confirmed to date.